Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
There was no reported complaint on the small grasping retractor as it was returned with another defective instrument. On (B)(4) 2018, the robotics coordinator of the hospital was contacted and the following information was obtained: it was determined that during a da vinci-assisted surgical procedure, the small grasping retractor had a broken wire. There was no report of patient harm, adverse outcome or injury.